Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the stratafix symmetric suture used on? What was the degree of flexion of the knee when the stratafix symmetric suture was used? Was there any anomaly or issue with the device prior to use? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and pulled through the tissue? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. The patient returned on unknown date and it was reported that the incision had dehisced. An additional procedure was performed to close the incision with like suture. The patient is reported as discharged and is fine. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the suture found broken, can you identify where (termination, middle, end)? The surgeon said there was no infection it was a dehiscence and the suture broke in the middle not pulling through from the ends. What is the current condition of the patient ¿ the surgeon said the patient is now fine.